Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported infection, elevated ldh, and neurological dysfunction could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists other neurological events (not stroke-related), driveline infection, sepsis and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 27jan2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted in to an intensive care unit (ICU) from outside hospital with shortness of breath, lethargy and confusion. He was found to have lactic acidosis at other hospital. The patient has green colored purulence emanating from drive line in left side of chest. Lactate elevated, started on antibiotics. On (B)(6) 2018 the patient¿s lactate was down. Wound cultures with (B)(6) 2018 with gram positive flora, on (B)(6) 2018 (B)(6) identified moved from ICU. Patient admitted to outside hospital (B)(6) 2018, noted encephalopathy getting worse. Encephalopathy, probably sub-acute toxic/metabolic. Probably related to sepsis. (B)(6) 2018 resolved. The patient was discharged home (B)(6) 2020.